Manufacturer narrative:
The insulin pump passed the functional tests. However, intermittent button response was noted due to corroded keypad traces. No display anomaly was noted. The insulin pump was also received with a cracked case at the battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she woke up with high blood glucose of 539 mg/dl. She tried to treat with a bolus and the numbers on the screen of the insulin pump started scrolling. Customer was going to treat with manual injection. Nothing further reported.